Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power off by itself. The customer further advised that the issue occurred when attempting to print. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later contacted physio-control to advise that the reported issue was still occurring, as reported in medwatch number 3015876-2017-00106. Through the course of that investigation, physio-control was able to duplicate the reported issue.  Physio-control replaced the device's rear enclosure assembly.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the removed rear enclosure assembly and observed that the grommet, which holds the battery pin, was loose in the plastic mold of the assembly.  This allowed the battery pin to wiggle, causing an intermittent loss of power.